Event description:
It was reported that the patient is experiencing pain in the groin area and when walking.

Manufacturer narrative:
At this time, the patient is unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and of received, will be provided in a supplemental report.